Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The capsule was not returned, but the delivery system was available for evaluation. Visual inspection noted that the capsule found no notable conditions. Functional testing found that the device to function normally and within specifications. The bravo delivery system was investigated visually for external damage according to (B)(4). It was reported that the bravo capsule failed to attach to patient's esophagus. The reported issue was plausible. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: fgs-0635 cf delivery dev caps bravo x5 - fgs-0635, lot# 64080f medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, two capsules were failed to attach and both were found to the patient's esophagus. The capsules were retrieved via roth net. There was no attempt for a third delivery device as the first two failed. The procedure was aborted, and the patient did not receive a test. The vacuum pump pressure reached 550 mmhg prior to placement, and medela suction was used during the procedure. No lubricant was used for the procedure.